Manufacturer narrative:
Part number# 119-70 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that during nasal intubation the cuff broke. The reporter claimed that the reported deficiency occurred three times on the same pt. Extubation and reintubation of a replacement tube was required. The caller reported that three replacement tubes were found to have the same defect.